Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up it was noted that the competitor right atrial lead showed out of range pace impedance measurements. An x-ray was scheduled for the next visit for this patient in one month. No adverse patient effects were reported.